Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a patient sample processed multiple days to investigate imprecise na+ patient results using a vitros xt7600 integrated system. A definitive assignable cause could not be determined. Based on the acceptable historical na+ quality control performance, a vitros na+ slide lot issue is not a likely contributing factor to this event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4231-1039-1881. An instrument related event has been ruled out as a contributing factor, as vitros na+ and vitros alkp within run precision testing was within the acceptable guidelines. Pre-analytical sample processing could not be entirely ruled out as a contributing factor. The collection devices for the sample in question is unknown, therefore it is unable to be verified if the customer is following the correct protocol for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The customer reported higher than expected vitros sodium (na+) results that were obtained from a patient sample processed multiple days to investigate imprecise na+ patient results using a vitros xt7600 integrated system. Patient 1 results of 137, 137, 136, 135, 135, 135, 135, 135, and 135 mmol/l vs the initial result of 128.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros na+ patient results obtained after the initial test results were for troubleshooting purposes only and were not reported from the laboratory. No corrected reports were issued and there were no allegations of patient harm as a result of this event. This report is number 6 of 9 MDR¿s for this event. Nine (9) 3500a forms are being submitted for this event as nine devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).